Event description:
Eval revealed a misaligned display screen. Review of the pump history revealed "loss of prime" alarms associated with zero force.

Manufacturer narrative:
There was no pt impact associated with this complaint. Eval revealed a misaligned display screen and review of the pump history revealed several "loss of prime" alarms associated with zero force.